Manufacturer narrative:
This report is being submitted to provide initial reporter information.

Event description:
It was reported that this patient experienced fatigue and exhaustion while walking and climbing stairs since pacemaker implant last year. Technical services (ts) was contacted for assistance. The minute ventilation (mv) reprogrammed was discussed. This pacemaker remains in-service, no adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit instances where the minute ventilation (mv) sensor did not respond as expected at higher rates.

Event description:
It was reported that this patient experienced fatigue and exhaustion while walking and climbing stairs since pacemaker implant last year. Technical services (ts) was contacted for assistance. The minute ventilation (mv) reprogrammed was discussed. This pacemaker remains in-service, no adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit instances where the minute ventilation (mv) sensor did not respond as expected at higher rates.